Event description:
It was reported that during a percutaneous peripheral angioplasty treatment procedure a balloon burst occurred. The target lesion was located in the right superficial femoral artery. After a stent was implanted, a 6.0mm x 100mm x 135cm mustang balloon catheter was used for postdilation. During 1st dilation at 18 atm the balloon burst. The balloon was successfully taken out of the body intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous peripheral angioplasty treatment procedure a balloon burst occurred. The target lesion was located in the right superficial femoral artery. After a stent was implanted, a 6.0mm x 100mm x 135cm mustang balloon catheter was used for postdilation. During 1st dilation at 18 atm the balloon burst. The balloon was successfully taken out of the body intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Field corrected: device avail. For eval. From: no to: yes. (B)(4). Device evaluated by MFR: a visual examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched from 0.5cm proximal to the proximal edge of the distal markerband and extended proximally along the balloon for a total length of 6.3cm. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).